Event description:
It was reported that during implant after several connection attempts the pacing lead impedance measured out of range repeatedly. The device replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of increased impedance measurements was confirmed in the laboratory. The cause of the anomaly was found to be due to an intermittent failure within the hybrid circuitry.